Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue multi measurement server x2 indicating that the device showed a speaker malfunction inoperative (inop) message, and did not produce sound, even though the volume was set to "4". The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse determined that the connection of the internal speaker cable had deteriorated, causing poor contact. The fse replaced the speaker, and a functional check was performed; normal operation was confirmed. Based on the information available and the testing conducted, the cause of the reported problem was the deteriorated speaker cable. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).